Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via the left axillary subclavian access site in a 57-year-old male. The patient presented with postcardiotomy cardiogenic shock and low cardiac output syndrome, skystage d, in the setting of known coronary artery disease and prior coronary artery bypass grafting with planned valve replacement. The patient required support with inotropes, vasopressors, and mechanical ventilation for respiratory support. During support with the impella 5.5, nursing staff notified the care team of active bleeding from the insertion site. The reported events included a major bleed and blood transfusion related to the access site, with an estimated 1,155 ml of output since insertion. The patient received five units of packed red blood cells and two units of platelets. Vascular surgery and critical care medicine teams were aware of the bleeding. The patient was receiving a continuous heparin infusion at 22 units per hour. Based on the available information, the reported access site bleeding and need for transfusion are consistent with the patient¿s critical clinical condition, including postcardiotomy cardiogenic shock and low cardiac output syndrome, scai stage d, the requirement for therapeutic anticoagulation with heparin in the setting of valve replacement, and known risks associated with large-bore axillary subclavian vascular access in a severely ill patient. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella and the reported event. The patient survived.

Manufacturer narrative:
D1 (brand name) has been updated. Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: explant day, month and year added.